Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced insulin was not coming through the tubing when they removed the cartridge and insulin leaked out from the back due to the pressure on (B)(6) 2024. It was also reported that patient took over 80 units of insulin to fill the tubing and patient's blood glucose was not affected. No further information was available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.